Event description:
It was reported that the patient experienced burning at the ipg site with stimulation on and off. Surgical intervention took place in (B)(6) 2021 wherein the ipg was explanted to address the issue. Note: exact explant date is unknown.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event and patient information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.